Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02145, 3006705815-2019-02147, 1627487-2019-08280.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02145, 3006705815-2019-02147, 1627487-2019-08280. It was reported that one of the patient's leads had migrated after the patient experienced a fall. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. During the explant procedure, it was noted a swift lock anchor was broken. It is unknown which lead and anchor are related to the issue. Therefore, all the suspected devices are being reported.